Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the epicardial lead exhibited high pacing impedance, which was increasing after several minutes. The physician moved the lead to a different location, however, the same results were observed. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. The outer insulation of the lead was extrinsically cut but not breached. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection only a cut but not breached through on the outer insulation. All the electrical test results were passed. If information is provided in the future, a supplemental report will be issued.